Event description:
A home patient (hp) contacted global technical services regarding a overprime leak out of the patient lines that occurred on the home choice (hc) unit during prime. The hp stated when the hc primes fluid comes out over the top of the patient line. The technical service representative (tsr) explained to the hp how to properly set up their supplies. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone. The peritoneal dialysis registered nurse (rn) stated they believe the patient spoke to their registered nurse (rn) regarding the priming and setup situation. They are not sure as to when this communication occurred. The pd rn stated they believe the patient has been continuing therapy okay as far as they know. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. No root-cause was determined. A batch review was not performed since lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.